Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer called for purewick urine collection system troubleshooting. Patient had chronic urinary tract infections, tried purewick urine collection system in hospital and it worked wonderfully. Customer purchased home unit and it had not worked but only once in the four weeks they tried to make it work. Customer ran a cup test and system suctioned strongly. Patient lost significant amount of weight and thought that might be the issue. Representative offered to help with placement information. Customer now stated that the purewick urine collection system did not have suction. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate system design". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. The device is on but is not suctioning properly: ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer called for purewick urine collection system troubleshooting. Patient had chronic urinary tract infections, tried purewick urine collection system in hospital and it worked wonderfully. Customer purchased home unit and it had not worked but only once in the four weeks they tried to make it work. Customer ran a cup test and system suctioned strongly. Patient lost significant amount of weight and thought that might be the issue. Representative offered to help with placement information. Customer now stated that the purewick urine collection system did not have suction. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided.